Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the rep wanted to know why the carelink transmission had a continuous dark line across the interval plot, and why it was missing markers on the first non-sustained tachycardia (nst). The device is still in use. No patient complications have been reported as a result of this event.